Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on 11-apr-2024, it was reported that the patient faced an infusion set leakage. No further information was available.